Manufacturer narrative:
The reference (B)(4) has been alocated to this case by rayner. The event description provided states that the lens got stuck in the injector. The information received indicates tha tthe patient is experiencing eye pain, visual disturbances, iop increase and ifnlammation. The cause of which cannot be established from the limited information available. The additional information received identifies that the injector was not left in the tray as per the IFU. The injector was removed from the tray to insert ovd and to close the flaps, a direct deviation from the IFU which states that these actions should be perforemd with the injector remaining in the blister tray. The surgeon is also reported to have experienced resistance during injection. Within the rayone IFU "use of rayone" section "fig 7" it states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 113227650 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 113227650.

Event description:
On 7th october 2024, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck inside the injector resulting in prolonged surgery.